Event description:
It was reported that the pump had downstream occlusion alarm when used and despite giving sets and turning off the device twice. The issue happened twice already, and the customer stated that it might need further investigation and repair. The downstream occlusion alarms that occurred twice while in use. The device was not damaged by the customer. The event occurred during patient use. There was patient involvement with no harm.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found downstream occlusion (dso) seal is worn and delaminated. During the functional testing, it was able to be duplicated. The reported issue was determined to be caused by a delaminated/worn dso seal and lost of dso sensor calibration data. Problem was resolved after replacement dso seal and recalibrated dso sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.